Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported failure. He traced the failure back to a defective compressor. The root cause is a hole of the evaporator which causes water entering refrigeration cycle leading to compressor damages.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse and shut down when powered up. There was no patient involvement .